Event description:
It was reported a system error displayed on the programmer screen when the programmer was powered on. The power was cycled several times and the error never cleared. The programmer will be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted.